Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap during lasik flap creation. The procedure was not completed and photo refractive keratectomy is planned but not currently scheduled.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The review of logfile shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. Also the image of the ablation check shows a valid and good test. The reported treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut . So the reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).